Event description:
On (B)(6) 2022, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 17 nov 2023, the patient's peg was pulling inside and there were complaints of abdominal pain. The intestinal tube was cut. The tube came out in the stool and a bezoar was observed. A new intestinal tube was inserted on an unknown date.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918 intestinal. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.